Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02756 for the other associated device information. It was reported to boston scientific corporation that two hydratome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while the handle was pulled to curve the tip and electric current was applied, the cutting wire broke in the middle. One piece was attached to the proximal part of the tip. The other piece was attached to the distal part of the tip. Nothing fell off inside the patient. A second device failed in a similar way. The procedure was completed with a third hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.